Manufacturer narrative:
(B)(4) - device portion remaining in pt is not labeled. (B)(4) - device breakage is not labeled. Event eval: still under investigation.

Event description:
Snare broke off during filter retrieval. Snare is caught in filter inside pt. Add'l procedure is scheduled to be performed on (B)(6) for retrieval of filter and snare. Info received on medwatch form (B)(4) 2012: dr was doing a vena cava filter removal. The end of the retrieval device broke off, which is the wire. The wire is in the filter. The dr could not retrieve the filter or wire. The package and the rest of the retrieval device was given to the supervisor.